Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with tape insertion and cystoscopy due to stress urinary incontinence on (B)(6) 2002.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision on (B)(6) 2012 due to extrusion. It was reported that following implantation the patient experienced pain, urinary problems, bleeding, dyspareunia and vaginal scarring. The patient underwent a sling removal on (B)(6) 2012 due to erosion of sling no additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.